Event description:
Information was received by a manufacture representative (rep) via a trial patient regarding an external neurostimulator (ens). Patient is in the hospital due to a fever and also has a foley. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.